Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, b7, g3, g6, h2, h6: health effect clinical code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient history of having to stop the anti-coagulant medication due to gastrointestinal bleeding. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information provided per medical records: post tavr (date of event unknown) the patient had increasing gradients and prosthetic valve thrombosis confirmed by hypoattenuated leaflet thickening (halt) and restricted leaflet motion (relm) by CT. The patient was placed on coumadin with good resolution of halt and gradients, however developed significant gastrointestinal bleeds, several times. The coumadin was held, and the halt recurred, and gradients increased. A transthoracic echocardiogram (tte) performed 2 years post tavr reported a mean gradient of 19 mmhg and aortic valve area 1.3 cm2; when compared to prior tte study performed 6 months prior, "there is no change in the aortic valve area (history of halt), indicative of lack of resolution of leaflet thrombus (halt)." Diagnoses: non-rheumatic aortic valve stenosis status post tavr, thrombus. Upon discussion of treatment options, it was elected to proceed with surgical aortic valve replacement procedure. The 26 sapien 3 valve was explanted without injury and was replaced with a 25mm lnspiris pericardial tissue valve on cardiopulmonary bypass. Post procedure tee showed a well seated valve with no perivalvular leak. Per the pathology report, the prosthetic valve fibrous tissue was observed to have minimal chronic inflammation. No acute inflammation or vegetations are seen.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 4 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position. No additional information is available.